Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was difficult to see. Reportedly, the touchscreen display was "black line formed on the inside screen." There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.